Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found by visual examination of the lead an external abrasion breaching the outer insulation and exposing the outer coil due to friction to the device can. Electrical testing was normal.

Event description:
This report is to advise of an event observed during analysis.